Manufacturer narrative:
Retrospective review after expertise report - for regularization - there is no clinical consequence for patient - the surgeon indicate that the device not caused serious injury. No delay in surgery over 30mn. But the patient retain potentially piece of the fractured screw / potential mechanical risk: the piece of screw can be an obstacle for the new screw, which can generate a new breakage - risk of debris coming out of the tunnel into the joint. Very low biological risk: excess resorbable material. Direct analysis on returned device: the screw broke into at least two pieces, one of which was returned to sbm. This is the posterior part of the screw: second part of the cylindrical zone and the head. No constituent fragments of the tip and / or of the end of the cylindrical portion are present, they probably remained implanted in the patient. External screw ø: 8,9mm / body ø of the screw: 6,4mm. Length of the fragment: minimum 10,7mm / maximum 19,4mm. The breakage occurred in the cylindrical zone of the screw. The threads are free from damage. The screwdriver's footprint is free from damage. The fragment contains no residues of blood, bone or tissue. Control insertion test with a ø9 screwdriver into the recess ok: test carried out with a ligafix screwdriver ø9 (lot 162360). The tcp granules are clearly visible. Conclusion: the injection conditions were compliant with specifications. The observation of the screw reveals a torsional breakage. The failure of this ligafix 60 screw is directly related to an use outside the intended indication. Failure to comply with instructions for use, regarding the nature of the graft and the diameter of the tunnel for this screw diameter, have created constraints greater than the elastic limit of the duosorb, during insertion of the screw in the tunnel, causing the screw to break. Actions: technical sheet with characteristics of ligafix screws was transmitted on (B)(6) 2020 to the distributor for reminder. Tracking the dissemination and the application of informations from this technical sheet. Trainings carried out via visioconferencing in (B)(6) 2020 (training for surgeons, instrumentalists, and commercial forces of partners).

Event description:
Fnc 2003/2019 - retrospective review after expertise report - for regularization and information. Incident occured on (B)(6) 2020 in (B)(6) - transmitted on (B)(6) 2020 by distributor. "Screw was broken during surgery".